Event description:
During a laparoscopic nephrectomy, the shears stopped working. The shears should not activate when the foot pedal was depressed. A new pair of shears was used to complete the procedure.